Event description:
The company was informed that the patient's incision site has not closed after initial surgery. A plastic surgery to close the incision site has been scheduled. Advanced bionics is in the process of gathering further information, once more information is obtained a supplemental report will be submitted.